Manufacturer narrative:
B3: date of event: the event date was unknown. The first date of the month of the aware date was entered as an estimate. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The device was returned for analysis. Visual inspection revealed no issues were found and the device appeared to be in good condition. Microscopic inspection revealed the guidewire exit port was damaged and the distal tip was damaged and partially detached. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter was separated from the sheath. No patient complications were reported.

Manufacturer narrative:
B3: date of event: the event date was unknown. The first date of the month of the aware date was entered as an estimate. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter was separated from the sheath. No patient complications were reported.